Event description:
A malfunction was reported when the customer's pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to try powering the pump and provided a reset procedure. Despite these efforts, the malfunction code recurred, leading to the decision to replace the pump. The customer was informed about receiving a pump with updated software and given instructions for returning the faulty pump.